Event description:
Report 2 of 2 for the same event: it was reported that prior to surgery, it was discovered that the motor device was "getting very hot" when in use with an attachment and a cutter device. According to the reporter, the motor device was tested with a spare attachment device and the motor overheated a second time. There were no delays to the scheduled surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no injuries reported, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.